Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported problem. Physio replaced the system/memory pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed assemblies at the failure analysis center and found that the memory pcb caused the reported failure.

Event description:
It was reported that the device flashed the ¿service¿ message on the screen after approximately a minute of on time and locked up. There was no report of patient use associated with the event.